Event description:
It was reported that electromagnetic interference (emi) oversensing was noted right ventricular (rv) lead. Programming changes were discussed, no intervention was reported. There were no patient consequences reported.

Event description:
New information received indicated that programming changes were performed to resolve the issue. There were no patient consequences noted following the changes.